Event description:
Patient was taken to or for endoscopic cholecystectomy, possible open cholecystectomy. During the second puncture with the surgical trocar, a piece of the sheath broke off and fell into the periteneum cavity. Procedure was converted to an open procedure to retreive the piece in addition to the fact that the patient had many adhesions which would have necessitated converting to an open procedure. Entire piece was retreived. Patient did well after surgery. Surgical time was not extended.